Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The lot number and serial number were not reported so the manufacture date and expiration date are unknown. As the device was not returned for evaluation, visual, functional and dimensional inspection could not be performed. Based on sss's engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. A conclusive root cause could not be determined as the device was not returned. However, based on other similar reported events, possible causes can be attributed but not limited to; dislocated blade as a result of grasping a greater amount of tissue then the device intended for and then attempting cut it; eschar buildup inside the guiding slots of the jaws which can inhibit the cutting ability and jaw functionality (sticking handle). This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure "the jaws locked on the device the blade was stuck in the protruding position" on the ligasure device. No patient injury was reported by the user facility.